Event description:
It was reported intermittent occlusion alarms occurred causing the customers blood glucose level to reach 519 mg/dl. To address the high blood glucose level, the customer administered a correction injection. The customer changed supplies and resumed insulin therapy.